Manufacturer narrative:
Investigation summary: 2 photos were received with this complaint but due to the photos being of packaging and not of the affected device, the complaint of tubing issue cannot be verified and the root cause remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that they broke a secondary set right at the bulb. They also stated no force was used, just a gentle tug.